Manufacturer narrative:
A1 and h6: additional information was received that there was no patient present at the time of the event.

Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with the tamper seal missing, damaged lens, and a slightly bubbles downstream (dso) seal. During analysis, the customer's concern was not confirmed, the unit passed accuracy tests. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump failed flow test (-7.7%). No patient was involved in this event. No adverse effects were reported.